Manufacturer narrative:
A supplemental MDR is being submitted for correction of b1, b2, and h1. Sections g6 and h2 have been updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our german affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 20mm sapien 3 ultra valve, although the valve was appropriately positioned between the balloon markers prior to deployment, during valve deployment the 20mm commander delivery system (ds) balloon inflated unexpectedly, with the proximal (outflow) portion inflating first while the distal (inflow) portion remained snared with the valve and then abruptly inflating with the proximal balloon part, causing an unpredictable valve deployment. Consequently, the valve was implanted too high in the aortic position, with a higher grade of paravalvular leak observed on final fluoroscopy. The delivery system was subsequently removed without any issues, and no damage was observed on the 14fr esheath+ upon withdrawal. A second valve was then implanted more ventricular which resulted in no paravalvular leak. The procedure was therefore completed successfully. No injury was reported, and the patient was discharged.